Event description:
The reporter stated that, the plug came out on one of the sets. The reporter also stated that on two of the products, the tubing very easily pulls out of the luer lock. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The reporter was unsure of the lot number and stated that the lot could also have been 34k25m027 or 35d21m005. The manufacture date for the additional lot numbers are 11/2004 and 04/2005, respectively. The reporter stated that, the reported unit had been discarded. Twenty-eight samples (20 unused, unopened and 8 used) were received from the customer for testing. The plugs were in place on all returned samples, and there was no cracking or damage observed. The tube had been pulled out of the female luer lock on the eight used samples. Examination found that the solvent attack was patchy. This could have occurred as a result of either multiple dipping into the solvent well, dabbing off too much solvent, or assembling the tube into the female luer too slowly after the adhesive was applied. Smiths was unable to confirm the issue of the plug coming out; however, this report may be in reference to the second reported issue of the tubes coming out. Smiths was able to confirm this issue and determine possible causes. Review of the complaint database indicates this is the only reported issue of plugs or tubes coming out on this product code in the last 24 months. This issue is being monitored for trend. No additional action is necessary at this time. Smiths considers this MDR closed with this report.